Event description:
It was reported that the customer, while filling the tubing, stated that the insulin kept squirting out even after releasing the act button. The customer's blood glucose was 162 mg/dl. The issue occurred when the customer was changing the infusion set. Troubleshooting was done. The customer stated that an infusion set change resolved the problem. The customer was able to complete the priming process. Customer stated that she would return the reservoir that was in use at the time of the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.